Event description:
Dr using medium and small surgiclip applier to clip vessels during case with clippers firing out sideways. Not dependable, fires at times, and other times does not fire, and even tears tissue. This is a common occurrence.